Event description:
Customer reported hospitalization due to high blood glucose. The blood glucose reading rose to 705 mg/dl. Customer was given manual injection and the blood glucose reading decreased to 290 mg/dl. Hospital is treating with insulin drip. The current blood glucose reading is 494 mg/dl. Customer had excessive thirst and pain after admission into the hospital. Customer complained of muscle spasms in armpit. Diagnosed diabetic ketoacidosis. Customer admitted into ICU. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.